Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-10521, 2017865-2019-10525. It was reported that the patient presented in clinic for follow-up. Upon interrogation of the pulse generator, several auto mode switch episodes due to noise on both the right atrial and ventricular lead were noted. The noise was seen on the electrograms. The noise was reproduced with hand push maneuver. No intervention was performed. The patient was good.